Event description:
It was reported that the cbc ii stopped working after about 30 minutes of collecting blood. The collected blood was discarded and the device was then used as a drain. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If further information is received, a follow up report will be filed.